Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had a fall and hit her back and thought the leads/electrodes had broken in her spine. She could feel it moving around and different sensations. She had numbness and tingling from the right leg to the left leg and jumped around. There was a fall. The patient was having difficulty walking and shooting pains. The patient outcome was unknown. The indication for therapy was spinal pain. If additional information is received, a follow-up report will be sent.